Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the superior petrosal sinus using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil into a non-penumbra microcatheter, despite multiple attempts. The smart coil was therefore removed, and the procedure was completed with five new smart coils and five additional coils using the same microcatheter. There was no report of an adverse effect to the patient.